Event description:
This report is being filed after the review of the following journal article: xu x, et al. (2022), comparison of femoral neck system to multiple cancellous screws and dynamic hip screws in the treatment of femoral neck fractures, injury, doi: https://doi.org/10.1016/j.injury.2022.03.041 (china) the objective of this retrospective study was to compare the short-term outcomes of the femoral neck system (fns) with multiple cancellous screws (mcs) and dynamic hip screws (dhs) in the treatment of femoral neck fractures. 157 patients with fresh femoral neck fractures treated with fns (from (B)(6) 2019 to (B)(6) 2020), mcs, and dhs (from (B)(6) 2018 to (B)(6) 2020) were included in the study. There were 49 males and 108 females with a mean age of 61.8 (range, 18¿89). According to internal fixation methods, the fns group consisted of 54 patients who were implanted with the unknown synthes femoral neck system, the mcs group consisted of 51 patients who were implanted with the unknown synthes multiple cancellous screws, and the dhs group consisted of 52 patients who were implanted with the unknown synthes dynamic hip screw. Passive and active motions of the hip began on the second postoperative day. Radiographs were reviewed 3 months postoperatively, and full weight-bearing began when a blurred fracture line was visualized. Follow-up visits occurred at 1, 3, 6, 9, 12, and 24 months after surgery. Complications were reported as follows: fns group 1 patient had implant cut-out at 6-month follow-up and showed unsatisfactory reduction. 1 patient had an internal fixation failure due to cut-out at the latest follow-up. 2 patients had an internal fixation failure due to fracture non-union at the latest follow-up. 5 patients had femoral neck shortening of more than 10 mm and had various degrees of claudication with walking pain and discomfort. Mcs group 2 patients had an internal fixation failure due fracture non-union at the latest follow-up. 3 patients had femoral neck shortening of more than 10 mm and had various degrees of claudication with walking pain and discomfort. Dhs group. 1 patient had an internal fixation failure due to cut-out at the latest follow-up. 1 patient had an internal fixation failure due to fracture non-union at the latest follow-up. 4 patients had femoral neck shortening of more than 10 mm and had various degrees of claudication with walking pain and discomfort. This is report 2 of 5 for (B)(4). This report is for the unknown (fns) femoral neck system implant kit. A copy of the clinical evaluation form is being submitted with this regulatory report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Unknown event date this report is for an unknown (fns) femoral neck system implant kit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.